Event description:
It was reported that the pt's drug concentration was increased from 10 mg/ml to 25 mg/ml. No bridge bolus was performed. The failure to program the bridge bolus was noted 4.5 hours after the programming change. The pt was reprogrammed to correct for the error. The pt was fine and had no effect from the programming error. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it is morphine.